Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt was going to have a back and hip MRI due to pain pt has been having in right hip in area where ins is. Pt is being seen by hcp for their hip pain but pt is currently in the hospital and they are being managed by another, who prescribed the MRI. Caller told by pt that pt doesn't have their remote but status of the scs system is unknown and caller doesn't know if pt still using scs system or not. Tss reviewed option to recover ins or use MRI elig form to clear pt for MRI if pt no longer maintaining their scs system.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.